Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, a4, b1, b2, b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, an 8mm x 40mm precise pro carotid artery self-expanding stent (ses) was shortened after it was implanted, and the stent could not cover the lesion. An additional non-cordis stent was required to cover the target lesion. The target lesion was internal carotid artery stenosis. Vessel characteristics at the target site included moderate calcification, mild tortuosity, and 80% stenosis percentage, with an approximate lesion length of 32mm. The stent was not post dilated after deployment. The device was stored and prepped per the instructions for use (IFU). The device was returned for analysis. A non-sterile ¿precise pro rx us carotid syst¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked for inspection. A thorough examination revealed the stent is fully deployed and was not returned for analysis. The hemostasis valve was returned tightly closed. The device has a kink approximately 20 cm from the distal tip. Dimensional analysis to verify the stent length could not be performed because the stent was not returned for analysis. The reported ¿stent incorrect length too short¿ could not be verified as the stent was not returned with the delivery system for analysis. The stent was deployed in the patient and procedural images were not provided. Therefore, the exact cause could not be determined. Based on the available information, it is apparent vessel characteristics, device handling and procedural factors were contributing factors to the reported events as evidenced by the analysis of the returned product. Without the return of the stent for analysis and without procedural images to review, it is impossible to determine the root cause for the reported event and exact size of the stent implanted. According to the instructions for use, which is not intended to mitigate risk, ¿device selection and preparation: 1. Select stent size. Measure the length of the target lesion to determine the length of stent(s) required. Measure the diameter of the reference vessel (proximal and distal to the lesion). It is necessary to select a stent which has an unconstrained diameter that is at least 1-2 mm larger than the largest reference vessel diameter to achieve secure placement according to table 3: stent size selection.¿ the information available nor the product evaluation suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, an 8mm x 40mm precise pro carotid artery self-expanding stent (ses) was shortened after it was implanted, and the stent could not cover the lesion. An additional non-cordis stent was required to cover the target lesion. The target lesion was internal carotid artery stenosis. Vessel characteristics at the target site included moderate calcification, mild tortuosity, and 80% stenosis percentage, with an approximate lesion length of 32mm. The stent was not post dilated after deployment. The device was stored and prepped per the instructions for use (IFU). The device will be returned for evaluation.

Event description:
As reported, an 8mm x 40mm precise pro carotid artery self-expanding stent (ses) was shortened after it was implanted, and the stent could not cover the lesion. There were no reported injuries to the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.